Event description:
Noted several problems with hospira IV bags lot #47158 supplied to medical center. Issues included pulling cap off with IV bag hanging on hook, all hanger failures were on 1 liter bags, we had three different hanger failures where hanger would break and bag would let go from pole, one split bag occurred, 3 incidents of spikes leaking. We contacted hospira directly and we were informed that the new bag design was a result of redesigning because prior lot numbers were found to have problems and "specifications were not met." Very little difference, however, between old bags and new bags regarding storing parameters. We ended up returning all of the purchased IV bags and demanding replacement of different product.